Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that during an atrial fibrillation procedure, the surgeon went to fire the device and it did not fire completely. Some of the staples did come out and the ones that did were not closed completely. The surgeon pulled the malformed staples out of the tissue. They repaired the tissue and the pt is okay.